Event description:
In may 2005, while wearing the external equipment, the pt reportedly experienced intermittencies. The pt was seen at the center for evaluation. External equipment was exchanged. However, the problem was not resolved. In 2005, the pt was seen by a company representative for device evaluation. Testing performed confirmed that the pt's device was not fully functional. Surgery to explant the pt's device was scheduled.